Event description:
Caller alleged discrepant results compared with the lab and nurse's point-of-care (poc) device. Results as follows: date: (B)(6) 2011, lab: 1.3; date: (B)(6) 2011, inratio2: 3.2, 2.7, nurse's poc: 1.8. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio2: 3.2, 2.7. Patient was in the hospital from (B)(6) 2011 for seizures and chronic sleep deprivation due to his chronic back pain. Wife states that patient is all bruised up from all the pricking they did in the hospital. Patient was taken off coumadin on (B)(6) 2011 and restarted on (B)(6) 2011 because he had a procedure scheduled and his inr had to be at a certain level.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.2, 2.7, reference: 1.8, mean: 2.57, confidence limits: 1.6-3.4. Inratio2 precision data provided by end-user: 1st inr: 3.2, 2nd inr: 2.7, mean: 2.95, sd: 0.35; %cv: 11.98. A 1.3 inr result was excluded from comparison test since no corresponding inratio result was provided. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Repeated inratio2 test result comparison also met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Per complaint issue, patient is currently taking multiple medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value."